Event description:
Pulmonetic systems, inc. Received a call from a representative of on 00/00/02. The representative reported the following problem: unit went down in the field. Unit was on a patient at the time.